Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of broken ports and further noted that one case screw was contaminated. Though it was noted that the device failed a final functional test, once the main printed circuit board was realigned the device passed all testing and it was determined to be an issue with the tester and not the actual device. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator had broken atrial and ventricular ports. The generator was returned for service. There was no patient involvement.